Event description:
It was reported to medtronic minimed that the customer noticed a discrepancy between the sensor glucose and blood glucose values that triggered a threshold suspension. The customer received the calibration not accepted alert. The customer had experienced bleeding at insertion site. The event involved product(s) mmt-1884, and mmt-7040a. Troubleshooting was performed for difference between glucose values. The customer reported blood glucose value of 110mg/dl and sensor glucose value of 50mg/dl at the time of incident. The difference between glucose values were within the acceptable range. Insulin delivery was suspended due to difference in glucose values. Explained sensor might have no longer been responding to glucose changes and explained possible causes. . Troubleshooting was performed for site issue and customer reported blood visible on the sensor connector. Advised customer to change sensor. Troubleshooting was performed for sensor alerts. The customer was on day 1 of sensor wear. No further patient complications were reported. No product return is required for mmt-1884, and mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.